Event description:
The customer reported the transformer was not operating properly. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the mc5 fuse f3 and the monitor cart mc5 transformer replacement. A new transformer was fitted followed by installation of the tsrl.